Event description:
(B)(4) the provider states the unit will not turn on, no power at all. The provider states the unit has 14557 hours on it. This is a rental unit. No additional information is available per the provider 7857hf